Event description:
It was reported that during a right subclavian artery stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was calcified, 75% stenotic, de novo lesion located in the highly tortuous right subclavian artery. The lesion was predilated with a 4cm balloon. The physician experienced no difficulty in flushing, loading, or prepping the balloon. The balloon was introduced and removed from the guide catheter once. There was no difficulty inflating the balloon, and the final inflation pressure was 12 atms. The balloon became stuck during post dilatation of the stent and following post-dilatation, the balloon did not fully deflate. The balloon remained inflated for a total of 60-90 seconds. The pt remained asymptomatic during this event. The balloon was re-inflated, then deflated, and the catheter was twisted in order to remove the balloon which "came out flat in shape." Resistance was met during removal of the balloon, and it remained partially inflated, but was retrieved in intact condition. It was reported that there were no patient complications related to this event and the procedure was successfully completed. The patient condition is reported to be "very good." The physician stated that "there likely was nothing wrong with the product."

Manufacturer narrative:
Product analysis could neither confirm nor deny the removal difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was recevied in good condition with no damage observed. Visual and microscopic examination of the device did not reveals any defects or damage to the device that would have contributed to the removal difficulties. Further examination of the balloon did not reveal any abnormalities that would have contributed to the noted removal difficulty. The exact cause of the difficulties experienced during the procedure could not be determined. The manufacturing records for batch 8745501 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the balloon difficulties experienced during the procedure could not be determined.